Manufacturer narrative:
The reported tracheal tube clear murphy eyesoft-seal cuff 7.0mm was returned for investigation. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and an observed tear was seen. The cuff of the returned sample was inflated using a syringe and the product and was submerged under water in order to detect any leakage. Leakage was observed coming out from the small tear. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheal tube cuff was found leaking during patient use. The facility reported that there was no significant delay in therapy and no patient injury occurred. No information was provided regarding patient information, patient activity level, how long the device was in use prior to event, or if the device was tested for leaks prior to use.